Event description:
Related to MFR report: #2183959-2011-00500. It was indicated that the pt had an ams perigee graft implanted on (B)(6) 2007. Add'l info received on (B)(6) 2011 that the pt has had "erosion of the mesh into the vagina, serious infections, urinary problems, pelvic pain, vaginal pain, hardening of the vaginal mesh, painful intercourse, vaginal scarring and other complications." It was also reported that the pt has had 5 subsequent surgeries following her original implant. The last surgery occurred in 2010.

Manufacturer narrative:
Should add'l info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.